Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius post market surveillance via a clinic survey that this patient on peritoneal dialysis (pd) experienced a serious infection. It was recorded the patient did not have optimal dialysis, had nutritional issues, and patient labs were not where the clinician wanted them. The patient was hospitalized, and it was too hard to restart pd therapy. In additional follow-up, a pd nurse stated there was no further information about the patient available as the patient was discharged from the clinic system as the patient expired (captured in (B)(6)). The nurse indicated the patient did not have adverse effects from use of fresenius device/product. No further information about the infection, nutritional issues, or dialysis are available.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius post market surveillance via a clinic survey that this patient on peritoneal dialysis (pd) experienced a serious infection. It was recorded the patient did not have optimal dialysis, had nutritional issues, and patient labs were not where the clinician wanted them. The patient was hospitalized, and it was too hard to restart pd therapy. In additional follow-up, a pd nurse stated there was no further information about the patient available as the patient was discharged from the clinic system as the patient expired (captured in (B)(4)). The nurse indicated the patient did not have adverse effects from use of fresenius device/product. No further information about the infection, nutritional issues, or dialysis are available.